Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had the systems explanted on (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease via a manufacturer¿s representative (rep). The rep reported that the patient was at a picnic without her remote and she got extreme uncomfortable stimulation and it took two men to carry to her car to get her home to turn the device off. The rep reported that the patient wanted the device explanted and she wouldn¿t turn it on again as she was afraid of it. There were no factors that could have led to the event. The rep reported that they were to meet with the patient on 2018-09-05 for an impedance check. Additional information was received from the rep on 2018-09-05. The rep reported that impedances were checked and were within normal limits. The rep reported that the patient had the device off since (B)(6) 2018 when the episode of extreme stimulation was reported. The patient wanted the device explanted. The rep reported that the patient stated at the conclusion of the appointment ¿I wish I would have done my research before receiving this device, there are a lot of lawsuits out there and I read the letters from neurosurgeons.¿ the patient wanted to expedite the explant to preauthorization. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found insignificant anomalies and the ins passed output, telemetry testing, and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a275, serial# unknown, product type: lead; product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.